Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: good morning, we have been having problems with venflon recently. Until now, it was the best cannula in comparison with all the others, my colleagues have tested many. When using the blue cannula, the cap to seal the cannula is not working properly anymore. It does not matter how tight you twist it, liquid, among others blood always comes out of the cannula. Besides that, I have the impression that the pressure of the IV-injections through the injection port has to be increased! We have used the cannulas for 18 years but this situation reminds us of certain cannulas, that we are not fond of anymore.

Manufacturer narrative:
H.6. Investigation: sample was returned however no samples were received for evaluation as they were lost in transit. Should the sample be located we will re-investigate. Since there was no sample or photo available to bd for evaluation, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: good morning, we have been having problems with venflon recently. Until now, it was the best cannula in comparison with all the others, my colleagues have tested many. When using the blue cannula, the cap to seal the cannula is not working properly anymore. It does not matter how tight you twist it, liquid, among others blood always comes out of the cannula. Besides that, I have the impression that the pressure of the IV-injections through the injection port has to be increased! We have used the cannulas for 18 years but this situation reminds us of certain cannulas, that we are not fond of anymore.